Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR is created to document the asr / product code otn / exemption # e2014015. Total number of events summarized: 4. Aris - 3. Omnisure - 1 - attachment: [otn asr feb-mar 2018.pdf].

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities, reoccurring stress incontinence, dyspareunia, discharge, pelvic pain, and mesh erosion.